Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not conclusively be established through this evaluation. It was reported that the patient was presented to the outpatient clinic with a reddened driveline exit site that was bleeding and painful. A smear revealed positive results. Antibiotics were prescribed and the patient¿s dressings were changed. On (B)(6) 2018, a control smear was done without any finding. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas instructions for use (IFU) lists bleeding and infection as adverse events associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Lastly, both documents also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018, the patient presented to the outpatient clinic with a reddened driveline exit site that was bleeding and painful. A smear revealed escherichia coli (e. Coli). Antibiotics were prescribed for 14 days and the dressing was changed. On (B)(6) 2018 a control smear was done without findings. On (B)(6) 2018 a control smear showed e. Coli and no action was taken.